Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was attempted to insert the mapping catheter into the balloon catheter, but the mapping catheter failed to be inserted smoothly into the balloon catheter. Additionally, the mapping catheter deformed. A new mapping catheter was inserted, but failed to be inserted smoothly. It was noted that it was suspected the balloon catheter luer was defective, and the balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 21871, was returned and analyzed. Visual inspection of the catheter showed it was intact with no apparent issues. Smart chip verification indicated that the catheter was used for one application. The inability to insert lab test achieve into the catheter was reproduced. Visual inspection under microscope showed possible gap between the proximal end of the guide wire lumen and the luer. In conclusion, the reported broken luer was not confirmed upon returned product analysis. If information is provided in the future, a supplemental report will be issued.